Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The sample was not available for evaluation. Therefore, no evaluation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia empty container (150 ml) had grey particles inside of its bag that appeared to be metal. This was observed during or after filling with an unspecified solution and before patient use. There was no patient involvement. No additional information is available.